Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the devices overheated. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the devices overheated. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.